Event description:
The international customer reported the ventilator stopped functioning. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service provider was unable to duplicate the reported problem. The service provider reported the ventilator passed extended self testing.